Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer stated that their blood glucose level was not impacted by the resets. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer reported blood glucose (bg) level was 340 (mg/dl) at the time of the call. The customer stated they are insulin resistant and always spike after meals. A correction bolus was delivered to address bg level.

Manufacturer narrative:
(B)(4).